Event description:
A customer reported that the charge cable needed to be inserted perfectly into the charge port to start charging the pump. There was no mention of any adverse impact on the customer¿s blood glucose level. The customer declined to provide further information, and no further action was required from technical support.